Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An unopened sample was returned for analysis. This product is double armed. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure the needle pulled off of the suture at the first stitch. The surgeon changed to a new suture to complete the procedure. No adverse patient consequences were reported. No additional information was provided.